Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device case and header noted no anomalies. Device interrogation was established in the laboratory, and memory review noted two charge times exceeded fault codes. It was also confirmed that the device had reached the end of life (eol) indicator while the device was implanted. The device case was removed to facilitate inspection and testing of the internal components. Visual inspection of the electronics assembly noted a compromised dump resistor. The dump resistor was lifted away from the electronics assembly and a capacitor reform test was performed, measuring 10.6 seconds which is an acceptable value. At the end of the capacitor reform test, a spark appeared on the dump resistor. While the reported observations were confirmed to be a result of a dump resistor component which was electrically arcing to the battery, the root cause was unable to be determined. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 indicative of charge time exceeding limitations. Technical services (ts) reviewed device data and indicated that there is no indication of lead problem while there is charge time exceeded possibly during a capacitor reform and recommended emergent device replacement. The patient was admitted to the hospital for unrelated reasons, but they will not be discharged until the device has been replaced. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced with a non-boston scientific device. No additional aderse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 indicative of charge time exceeding limitations. Technical services (ts) reviewed device data and indicated that there is no indication of lead problem while there is charge time exceeded possibly during a capacitor reform and recommended emergent device replacement. The patient was admitted to the hospital for unrelated reasons, but they will not be discharged until the device has been replaced. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced with a non-boston scientific device. No additional aderse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.